Manufacturer narrative:
The lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated an r-wave amplitude measurement issue. R-wave amplitude dropped from 16mv to 3mv in (B)(4) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a quick decrease in battery voltage and premature battery depletion. The right ventricular (rv) lead exhibited a large decrease in r-wave amplitude. The crt-d was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.